Event description:
It was further reported that the rv lead impedance was higher in unipolar than bipolar, and that a polarity switch occurred.

Event description:
It was reported that during an initial implant attempt, the right ventricular (rv) lead impedances were low at the final device check. The physician opened the pocket back up and tested the rv lead via the pacing system analyzer; the rv lead impedances rose but remained low. The lead was left in the patient and another rv lead was also implanted. The following day a computerized tomography (CT) scan and echocardiographic examination were performed and a cardiac perforation was ruled out. Ten days after that, the rv lead was explanted and it was discovered that the physician had implanted the lead without using a suture sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (ipg) (B)(6) 2013; 4574 implantable pacing lead (B)(6) 2013; 4074 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to